Event description:
A healthcare facility in (B)(6), reported via a distributor that the mr290v vented autofeed humidification chamber was damaged during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining additional information regarding the reported event. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. It was disposed by the customer before we could request it for evaluation. Therefore, our investigation is based on the information provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: the customer further reported that the water feedset tube was damaged when the water bag was being changed by staff. A lot check revealed no other complaints of this nature for lot 140421. Conclusion: without the return of the complaint device we are unable to determine what may have caused the reported damage. The type of damage reported by the customer can be the result of the feedset tube being pulled away from the spike, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(4), reported via a distributor that the mr290v vented autofeed humidification chamber was damaged during use. No patient consequence was reported.